Event description:
A caller reported an error related to their continuous glucose monitor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, successfully guiding the caller through the process, and the sensor session was started without further issues.